Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Bone cement has been applied to several vertebral bodies. When working on the 3rd body patient had to be reanimated. Reanimation was successful, however patient died a few hours later. According to surgeon, x-ray did not show any cement having moved into a vessel.